Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and magnetic sensor functionality test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material presumably blood in the pebax section. Further investigation revealed a hole in the surface of the pebax. The device was connected to the carto 3 system, it was recognized and visualized. No icon jumping issue was detected. A manufacturing record evaluation was performed for the finished device 31473754l number, and no internal actions related to the reported complaint condition were identified. The blood inside the pebax could be related to the icon issue reported by the customer; therefore, the customer complaint was confirmed. Pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contains the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. The carto® 3 system instructions for use (IFU) contain the following information: verify that metal objects have not been introduced into the field. Verify that the fluoroscope tube is not too close to the location pad. If it is, raise the table, or change the fluoroscope position so that the tube is farther away from the location pad. Verify that the fluoroscopy detector is not too close to patient's chest. If it is, raise its position. Verify that the catheter's handle is at least 30 cm from the location pad. Replace the cable or the catheter. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the icon was waggling on the carto system screen. A second device was used to complete the operation. There was no adverse event reported on patient.